Event description:
The suspect device result was in the 400's mg/dl. The user dosed 20 units of insulin and pased out a few hours later. The family member used the suspect device and obtained a result in the 400's mg/dl again. Family member called 911. When the emts arrived, they checked their glucose and the level was 37 mg/dl. They gave user an unk drink in a tube and observed user for one hour. Controls were not used. The device was replaced and requested to be returned for eval.